Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the vascular stent delivery system was allegedly unable to load through the 6fr introducer sheath after it had successfully loaded through the guidewire. It was also alleged the outer catheter broke as it was introduced into the 6fr introducer sheath. There was no patient contact.

Event description:
It was reported that the vascular stent delivery system was allegedly unable to load through the 6fr introducer sheath after successfully loading over a 0.014 inch guidewire. It was also alleged that the outer catheter allegedly broke as it was introduced into the 6fr introducer sheath. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the deployment mechanism was not activated and that the outer catheter broke during insertion. The stability sheath was found broken and delaminated in several axial positions which indicated that excessive insertion force must have been present during the attempt to pass the system through the introducer. An indication could not be found that a manufacturing related issue may have led to the event. Therefore, based on the information provided and the evaluation of the returned sample the complaint is confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently addressed the potential risk. The IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire remove the delivery system and guidewire together.' In regards to accessories the IFU states under 'materials required': 6f (2.0 mm) or larger introducer sheath, 0.035 inch diameter guidewire and 'a 6f (2.0 mm) or larger introducer sheath is recommended.' Furthermore, the IFU states: ' examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. '